Manufacturer narrative:
Literature citation:toru sasaki, kazuyuki otani, shigeo shindo, koichi mizuno, kensho kitahara, makoto somoa, yosuke sato, masaki amwmiya , osamu nakai, atsushi okawa."clinical experience requiring re-operation after percutaneous vertebroplasty (pvp)/balloon kyphoplasty (bkp)." (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported an abstract that 5 patients underwent vertebroplasty / balloon kyphoplasty during 2010-2013. There were 3 women and 2 men patients and the mean age was 73.8 years (range,62-80 years). The mean diseased period was 6 years and 3 months, mean follow-up period was 3 years and 2 months. Case 5: it was reported that a patient presented with chief complaint of dysbasia, lower back pain, paralysis in lower limbs, bladder-bowel disturbance. Posterior lumbar interbody fusion at l4/5 and stabilization at l2/4 were performed for spinal canal stenosis. After the operation, lower back pain was decreased; however lower back pain was relapsed because he was fell down in (B)(6) 2011. He had diagnosis of vertebral fracture at l1, so that bkp was performed by the initial doctor in (B)(6) 2011. Nine months after bkp, exacerbation of lower back pain, difficulty in micturition and paralysis in lower limbs occurred in him. Cement migration was observed. Cement placed at l1 was removed and performed anterior fusion (t11/l1) and rib transplant, and then rods inserted by the initial doctor were removed with posterior approach. Pedicle screws were inserted up to t10 and posterior fusion and local bone graft were performed. Gradually paralysis had recovered; numbness was reduced; and he ambulated with one cane / crutch to leave the hospital